Manufacturer narrative:
Based on the current information provided, the cause of the bleeding, clotting, and oxygen desaturation cannot be determined. A review of the site's system logs for the reported procedure date was conducted by an intuitive surgical, inc. (Isi) failure analysis engineer. Investigation revealed there were no related system errors to have occurred during the procedure that were relevant to the reported event.

Event description:
It was reported that after conclusion of an ion endoluminal lung biopsy procedure, the patient developed bleeding and clotted well; however, the patient had oxygen desaturation. The target nodule was 1.3 centimeters in size and located in the left upper lobe next to a blood vessel. A cryoprobe was used for biopsy during the procedure. The procedure was completed as planned with no delays. The physician removed the clots to resolve the desaturation. The patient was kept intubated overnight and received 1 unit of blood, then a repeat bronchoscopy was performed the next day. The patient was extubated and subsequently discharged home. The physician reported that the oxygen desaturation was not due to an ion or instrument issue, but rather it was attributed to the blood clot formation in the patient's airways. The physician believes that the patient bled more than usual due to the patient's underlying high blood pressure. The event would have likely occurred via another modality. There was no device malfunction associated with the event.